Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported a third driveline fault. The first occurred on a previous system controller and the second and third occurred on this current system controller. The patient was able to reset the alarms on his own by disconnecting and reconnecting his percutaneous lead (lead). X-rays revealed some shield stretching on the internal portion of the lead. On (b)(6 2014 )the patient came into the hospital for an evaluation of the lead. The manufacturer performed a continuity test which revealed no broken wires. The alarms appeared to be false positives. Approximately 14 days later, the patient experienced the yellow wrench alarm and the patient's driveline was suspected. The data log submitted to the manufacturer revealed abnormal operation from the system controller and a motor stop while connected to the power module. The following day the manufacturer performed a distal end replacement per procedure to resolve the driveline fault and pump stoppages were not reproducible. Patient will be monitored for further alarms.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.